Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic esophageal resection. Event description: during a laparoscopic esophageal resection one of the jaws has broken off. More information coming up soon! Video received from field implementation team member via email on 24jul2020. Additional information received from field implementation team member via email on 29jul2020: it's unknown whether the oozing was caused by the broken jaws. The patient is fine. The jaws were cleaned as recommended with wet gauze. Type of intervention: removed broken jaws with graspers. Patient status: the patient is fine, no injury occurred after the event.

Event description:
Procedure performed: laparoscopic esophageal resection event description: during a laparoscopic esophageal resection one of the jaws has broken off. More information coming up soon! Video received from field implementation team member via email on (B)(6)2020. Additional information received from field implementation team member via email on (B)(6)2020 : it's unknown whether the oozing was caused by the broken jaws. The patient is fine. The jaws were cleaned as recommended with wet gauze. Type of intervention: removed broken jaws with graspers patient status: the patient is fine, no injury occurred after the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the static jaw broke off of the event unit. Excessive blood and eschar were observed on the hinge. Applied medical has reviewed the details surrounding the event and the returned unit and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.